Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the patient experienced a high blood glucose event with a reported value of 300 mg/dl lasting greater than four hours. The event involved product(s) unk_reservoir, mmt-242a, mmt-1884. The patient has type 2 diabetes and reported using the insulin pump system with auto mode/smartguard active within 48 hours prior to the event. The event was treated the high blood glucose using the insulin pump. The patient alleged the pump may be under-delivering insulin and stated the issue appeared to start after a pump software update. The patient declined to continue troubleshooting and indicated they would contact their healthcare provider to discuss possible medication adjustments. No further patient complications were reported. No product replacement or return was requested unk_reservoir, mmt-242a, mmt-1884.